Event description:
It was reported that the image on the left monitor of the 9800 system intermittently jittery. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The camera connection was found to be loose. The camera was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.